Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device has a broken/bent neuro tip. It is unk whether this event did occur during surgery. It is unk if there was any injury or medical intervention. No additional information available.